Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from three coaguchek xs meters for four patient samples. If the meter result is >4.5 inr, the patient is sent to a laboratory using dade innovin reagent for testing. This medwatch will cover coaguchek xs strip lot 28632312 used for patient 3. Patient identifier (B)(6) for coaguchek xs strip lot 28632313 used for patients 1 and 2. Patient identifier (B)(6) or coaguchek xs strip lot 28632412 used for patient 4. Patient 3 result from meter serial number (B)(4) at 09:58 was 5.2 inr. The result from the laboratory at 10:26 was 3.9 inr. The therapeutic range for this patient was 2-3 inr. There was no allegation of an adverse event. The suspect meters and strips were requested to be returned for investigation. Replacement product was sent. The meter was received for investigation. The result alleged by the customer was not observed in the meter memory as it seemed the memory had been cleared. Relevant retention test strips (lot 286322) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr. Customer meter with masterlot strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr. Customer meter with masterlot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result alleged by the customer were unable to be verified in the meter memory.